Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, the device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial (ra) lead exhibited oversensing of the minute ventilation feature, and spikes in pace impedance measurements remaining under 2,000 ohms. It was noted the patient had a good underlying rhythm and was in sinus rhythm and that there was no pacing inhibition. The respiratory rate trend was programmed off. The device remains in service. No adverse patient effects were reported.